Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No button error alarm was noted. The insulin pump was received with a cracked case on the display window corners, minor scratches on the display window, cracked reservoir tube lip, cracked belt clip slot, and cracked battery tube threads. No moisture damage was noted on the motor assembly or electronic assembly during the visual inspection.

Event description:
It was reported that the customer received a button error alarm on the insulin pump, after dropping it into water. Customer's blood glucose at time of the report was 500 mg/dl, for which she took an injection. The customer was advised to discontinue use and revert to a back-up plan. Nothing further was reported.